Event description:
Caller states that patient tested at 172mg/dl on the device and had low blood glucose symptoms. They were given glucose tablets and tested shortly after in the ambulance at 270 mg/dl on the device. Upon arrival at the hospital customer tested at 33mg/dl on the hospital device. Caller reports that upon receiving result of 33mg/dl, they retested on the original device at 270 mg/dl again and the hospital device read 70mg/dl. No treatment received aside from glucose tablets. No quality controls were used. Requested return of suspect device, but customer refused return of device.